Event description:
An analysis was performed on the returned handheld. No anomalies associated with the main battery were identified during the analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and it was identified that the flashcard is not associated with the returned handheld. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld will not power on or off despite troubleshooting performed by a manufacturer's employee. A hard reset was performed and the cables and connections were check. The physician was provided a new programming system and the handheld was returned to manufacturer for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.